Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the vent rebooted during a case at 12:16 am and again at 5:11 am. There was no injury to the patient.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Analysis of the log entries revealed that the device performed two reboots of the ventilation unit on (B)(6) 2018 at 12:16 pm and 5:11 am and continued to ventilate with the previous settings after each reboot. The root cause was identified to be a temporary time-out in the software task processing. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the cockpit generates a visual and audible alarm. After the reboot the therapy continuous with the set parameters, and the device alarms accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.